Event description:
It was reported an angio-seal device was deployed following a left heart catheterization in 2003. The following day, the pt presented to the ER with signs of inflammation at the right groin; oral antibiotics were prescribed and the pt was discharged. The following week, the pt returned with a severe right groin infection, a culture was taken which revealed the infection was resistant to the first antibiotic. The pt was admitted to the hospital and placed on a different class of antibiotic. The infection responded to the second antibiotic, the groin healed. The pt was reportedly doing well and was discharged.